Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the battery compartment or the returned battery cap. No moisture corrosion was found in the battery compartment. The returned battery cap fully attached to the pump and was used for 24 hour testing. No power interruptions occurred during investigation. The measurements of the returned battery cap were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.